Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found the pendant was assigned the wrong ip upon boot up. The pendant was turned off and back on; the system went straight into 2d mode. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that outside of a procedure, the image acquisition system (ias) would not boot past the message, 'system booting, please wait'. Restarting the pendant by itself resolved the issue. There was no patient present when this issue was identified.